Manufacturer narrative:
Patient age/date of birth: (B)(6). Sex: female. Patient outcome surgery to repair problems and it was successful. Model #: zct300, catalog #: zct3000220, serial #: (B)(4), expiration date: 06/19/2017, device manufacture date: 07/19/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient date of birth: unknown. Patient sex: unknown. Complete model number is unknown at the time of submitting the MDR. Catalog #: unknown. Serial #: unknown. Expiration date: unknown. Explant date: still implanted. Initial reported phone number: (B)(6). Province - (B)(6). (B)(4). Device manufacturer date: unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that two months post operatively from implanting an intraocular lens (iol), the patient developed severe anterior capsular phimosis for which the surgeon had to perform an intraocular capsulotomy. No further information has been provided.